Manufacturer narrative:
The device referenced in this report was not returned to shockwave medical, inc. Therefore, a physical examination cannot be performed. The cause of the myocardial infarction could not be definitely determined based on the information available. The cec determined that the mi was possibly related to the study device and definitely related to the procedure. The type a dissection and ventricular fibrillation was reported to be not related to the ivl catheter. There was no ivl malfunction reported. Shockwave medical has controls in place to ensure devices are built to approved procedures and meet lot release acceptance criteria prior to being distributed. A review of the manufacturing and test documentation for subject lot does not reveal any issues with the manufacturing of the device. The device passed all of shockwave medical, inc. Acceptance criteria prior to shipping.

Event description:
This event was reported to shockwave via the post market empower cad clinical study. A shockwave c2+ coronary intravascular lithotripsy (ivl) catheter was used to treat a lesion in the mid left anterior descending artery (mlad). A non-compliant balloon was used to pre-dilate the vessel before the ivl catheter was used to successfully deliver 120 pulses at max of 4atm. A drug eluting stent (des) was placed and another non-compliant balloon was used for post-stent dilation to complete the procedure. During the procedure, a type a dissection was noted in the lad and following stent deployment, the patient went into ventricular fibrillation and was shocked twice. These events were reported to be not related to the ivl catheter. There was no other patient sequalae reported. The patient was discharged a day after the index procedure. One day post-op, the patient experienced a non q-wave myocardial infarction (mi). This event was adjudicated by the clinical events committee (cec) which confirmed the periprocedural mi was attributable to the target vessel. The cec noted elevated troponin levels within 48 hours of the procedure and diagonal side branch occlusion with no new q waves. It was determined that the mi was possibly related to the study device and definitely related to the procedure.